Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient sought medical attention at the hospital on (B)(6) 2025, due to vomiting all night and was diagnosed with diabetic ketoacidosis (dka) and heart issues, resulting in a four-day hospital stay. The patient's blood glucose (bg) values reached over 250 mg/dl. The patient does not recall if she was wearing an active pod at the time of her hospitalization, nor does she remember specific details about her treatment, blood glucose levels, or the condition of the pod's adhesive and cannula. She states she was leaving the pods on after expiration so that she would remember to give insulin either way. The pod was worn on the back.